Manufacturer narrative:
This report is submitted on august 3, 2021.

Event description:
Per the clinic, the patient developed an infection around the abutment site and was subsequently treated with oral and topical antibiotics (date and duration not reported).